Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has been previously sent into service for the reported condition of fc 810:11. (B)(4)

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed through the event history, but not duplicated. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated to correct the reported condition. A follow up report will be submitted if additional information becomes available. (B)(4).

Event description:
During baxter's review of the event history, it was discovered that failure code 810:11 occurred on (B)(6) 2010 during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.